Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated summary has been added) with this report. Unit passed rewind, seating, basic occlusion test, occlusion test and force sensor test. Unit passed dat test at 0.0873 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Total of 12.4 units of normal bolus was delivered on 22-jul-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Cosmetic damage at the reservoir tube was not confirmed, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. The customer also reported that the reservoir attachment part of the insulin pump's main unit was loose. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1886. Troubleshooting was partially performed. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.